Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement outside the patient occurred. The target lesion was located in the mid right coronary artery (rca). The lesion was pre-dilated with an unspecified 3.0mm coronary balloon. The 4.00x12mm veriflex stent delivery system (sds) was advanced to the lesion, however the stent was not visible when the balloon was inflated. The stent was located inside the packaging. The stent had dislodged prior to the device entering the patient. The procedure was completed with a different device and no patient complications occurred. The patient's current condition is listed as "good".

Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement outside the pt occurred. The target lesion was located in the mid right coronary artery (rca). The lesion was pre-dilated with an unspecified 3.0mm coronary balloon. The 4.00x12mm veriflex stent delivery system (sds) was advanced to the lesion, however, the stent was not visible when the balloon was inflated. The stent was located inside the packaging. The stent had dislodged prior to the device entering the pt. The procedure was completed with a different device and no pt complications occurred. The pt's current condition is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer- examination of the returned stent delivery system revealed the delivery device was received without the stent. The balloon was partially inflated and there was a large build up of solidified contrast media present inside the balloon. There was also a large build up of contrast media visible inside the inflation lumen. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).